Event description:
It was reported that pump displayed cartridge change error and customer was unable to successfully load cartridge despite following on-screen instructions. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pneumatic tap area, cleaned area as instructed, completed new cartridge fill, and then planned to use multiple daily injections as backup therapy while tandem technical support arranged replacement pump and instructed customer to place pump into storage mode, reprogram pump settings, reconnect continuous glucose monitor, and return malfunctioning pump using prepaid label.